Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the customer reported mismatch could not be confirmed as the blood glucose (bg) and sensor glucose (sg) values could not be verified. A review of the available glucose data showed that overall system performance was within expectations. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where patient experienced a hyperglycemia event on (B)(6) 2021 9:30 am . Patient complained that he did not receive any alerts. The sensor glucose (sg) and blood glucose (sg) were 90 mg/dl and 208 mg/dl respectively. Patient had no symptoms and said he did not require any medical attention/intervention.